Manufacturer narrative:
Result - no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be kinked. Visual evaluation of the returned device found that the working length of the device was kinked. A functional test was performed and the device was within specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the current was applied, the physician attempted to use the dreamtome device; however, the cutting wire could not cut. It was reported that the device could still coagulate even though it could not cut. Additionally, there was no visible damage noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the current was applied, the physician attempted to use the dreamtome device; however, the cutting wire could not cut. It was reported that the device could still coagulate even though it could not cut. Additionally, there was no visible damage noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was under 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.